Event description:
It was reported the patient had an injury and stimulation only worked when they raised their arm above their head. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 7496-25, serial# (B)(4), product type: extension. Product ID: 7496-25, serial# (B)(4), product type: extension. Product ID: 7495-40, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-40, serial# (B)(4), product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Product ID: 7435, serial# (B)(4), product type: programmer. Product ID: 7427v-np, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3987a, lot# n088746, implanted: (B)(6) 2007, product type: lead. Product ID: 3987, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).